Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that twelve (12) years, five (5) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe mitral stenosis, secondary to structural valve degeneration. The patient was deemed high-risk and underwent transcatheter mitral valve replacement with a 29mm transcatheter valve. This was implanted successfully via right femoral access and post-procedure echo demonstrated trivial paravalvular leak. There were no complications.